Event description:
It was reported, the patient ((B)(6)) is experiencing problems with the scs system. Diagnostic test revealed invalid impedance readings on all lead contacts. A lead fracture/break is suspected. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.